Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent the concurrent procedure of a laparoscopic bilateral tubal ligation during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent a hysterectomy in 2009. (B)(4).

Manufacturer narrative:
It was reported that t underwent mesh excision on (B)(6) 2015 by dr (B)(6) at (B)(6) due to complication of a genitourinary sling with exposed sling.